Event description:
It was reported that the patient received inappropriate shocks while gardening. During device replacement, when the subject lead was connected to the new device noise was observed. Noise could be reproduced with manipulation in the clavicular area. The lead was capped and replaced. The patient condition was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.